Event description:
Profound and permanent neurological injuries [nervous system disorder]. Severe and permanent physical injuries/other injuries [injury]. Case description: an attorney reported that their client, a female, age (B)(6), used fixodent denture adhesive, version unknown cream on dentures she received approximately 25 years ago and reported the following: profound and permanent neurological injuries, severe and permanent physical injuries/other injuries that have left her unable to perform her normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.

Manufacturer narrative:
Fixodent denture adhesive, version unknown (calcium zinc gantrez salt 33%, cellulose gum 20%) cream 1applic. Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.